Event description:
On (B)(6) 2012, a hospital reported that a vns patient had passed away. The patient's generator and lead were explanted by the funeral home. The date of death was provided as (B)(6) 2012; however, no additional information was available. The patient's explanted generator, with lead still attached, was returned on (B)(6) 2012 and is currently undergoing product analysis. Programming history from the date of surgery shows that the device not programmed on. Two system diagnostics from the date of implant indicated normal results. Attempts for additional information have been unsuccessful.

Event description:
Generator product analysis was approved on (B)(6) 2012. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The generator was returned programmed on to deliver therapy. The lead assembly was returned. Scanning electron microscopy of the positive coil show that pitting or electro etching conditions have occurred at the cut end. The most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant (generator was still programmed to deliver an output, attempting to deliver therapy through an open electrical load - cut leads). Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. A fax from the surgeon on (B)(6) 2012, indicated that the surgeon was unaware, and no additional information was provided. Attempts to contact the pathology, neurology, neurosurgery, and medical records departments at the facility where the patient was implanted have been unsuccessful, but are still underway. Contact with the initial reporter corrected that the device was not received from the funeral home. Attempts to obtain information from the funeral home are in progress. A manufacturer's consultant present at the patient's implant surgery noted that the that the patient was a four-year-old admitted for cold symptoms two weeks ago and began having seizures have were uncontrolled with medications. The patient developed a phb (phenobarbital) toxicity. The patient was an inpatient; therefore, the neurologist was unknown. Diagnostics from the implant surgery were also provided.

Manufacturer narrative:
Review of programming history.

Event description:
On (B)(6) 2012, correspondence with the user facility's autopsy director revealed that the patient was in status epilepticus, and the generator was implanted as an intervention. It was believed that the death was not related to vns. The autopsy report was provided to the manufacturer. The autopsy report indicated that the patient was healthy until (B)(6) 2012, when she developed high fevers, without other symptoms. On (B)(6) 2012, antibiotics were started for a throat infection but the fevers persisted. On (B)(6) 2012, the patient was lethargic, and during the night, she was found unresponsive with muscle stiffness and her eyes open. The patient was intubated at an emergency department. The patient was transferred to another facility and admitted directly to intensive care. The cerebrospinal fluid had 4 neutrophils/ml and normal numbers of lymphocytes; the glucose was elevated. An MRI showed localized edema of the hippocampi and fornical column, probably postictal edema. An extensive infectious disease workup on the blood and csf was negative, looking for bacteria, including bartonella, viral encephalitis viruses, adenovirus, and herpes simplex virus. The acylcarnitine profile, blood amino acid screen and urine organic acids were negative for metabolic disease, and a paraneoplastic work-up was negative. Pulse steroids were given for a possible autoimmune encephalitis. From admission, the patient had persistent seizure activity in spite of multiple antiepileptics. A pentobarbital infusion did not stop seizure activity despite burst suppression; when pentobarbital was stopped because of possible propylene glycol toxicity, a versed infusion was given, also without effect. A series of therapeutic apheresis procedures was started. On (B)(6) 2012, inhaled sevoflurane was started, also without effect on the seizures; epinephrine was required for hypotension and lasix for volume overload. The latter was subsequently replaced by hemofiltration. The vns device was placed on (B)(6) 2012. Despite all measure, status epilepticus continued. An echocardiogram on (B)(6) 2012, showed mildly decreased left ventricular function, and a follow-up on (B)(6) 2012, showed severe right and left ventricular systolic dysfunction and pericardial effusion, which did not respond to treatment with pressors. Care was redirected at the parents' request and death occurred on (B)(6) 2012. Per the autopsy report, significant autopsy findings included global ischemic encephalopathy with astrogliosis involving multiple areas of the brain. These findings are consistent with the effects of status epilepticus; inflammation or other findings indicating an etiology of the patient's initial high fevers and status epilepticus were not identified in the brain or in the other organs. Features of cardiac failure and dilation were evident, but aside from minor preterminal ischemia, the myocardium was histologically unremarkable. Based upon the autopsy report, the principle diagnosis of the death was global ischemic encephalopathy and gliosis with features of cardiac failure. Cardiac failure occurred; however, the cause or causes of the fevers, seizures, and terminal cardiac failure were not identified during the clinical course or at autopsy; in particular, there was no anatomic indication of an infectious disease, an inflammatory process, or an intrinsic abnormality of the brain. Possible etiologies include a late-presenting mitochondrial disorder, another metabolic or hereditary disease, or an unknown acquired disorder of the central nervous system. The autopsy also did not determine how or whether the neurologic condition and the cardiac failure were related to each other, and an anatomic cause of the cardiac failure was not identified.